Manufacturer narrative:
(B)(6). Visual assessment confirmed the reported complaint of breakage. The tip has broken off from the shaft. The tip was not returned. Examination of the break area shows adequate weld penetration. The proximal end of the shaft is notably bent. Potentially the cause for this device failure was excessive forces applied to the instrument, causing a result in failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the procedure and while the healthcare professional was inserting the endofemoral aimer to make the femoral tunnel the tip of it broke. Healthcare professional tried using a backup device and the tip broke. The devices broke in the patient but were removed. There were no reported patient injuries. No other complications were noted.